Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus. The customer's blood glucose was not impacted. Reportedly, the customer went into the load and change cartridge process for the fill tubing step to prime the line instead of load, fill tubing process. In addition, it was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. It was indicated that the customer would use a backup pump for alternate insulin therapy.